Event description:
It was reported via repair work order that the nurse call was not functional due to a missing nurse call cable. It was also reported via repair work order that the headend lift was stuck in an elevated position due to a stripped coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.